Manufacturer narrative:
(B)(4) the event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the procedure was being performed in the ICU. During insertion, the physician couldn't advance the guide wire through the introducer needle. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided an advancer tube and a guide wire with numerous kinks, bends and offset coils from 7 cm to the distal tip. The introducer needle described in the report was not returned. The guide wire was found to be intact and within dimensional specifications. No defects or anomalies were observed on the needle. A device history record review was performed with no relevant findings. Since the needle involved in the incident was not returned, the probable cause of this issue could not be determined. No further action will be taken.